Event description:
Additional information received reported the patient was taking "some" oral pain medications but the health care provider (hcp) didn't know what type. The hcp didn't have an interrogation printout or any pertinent medical history to provide. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis of the pump (s/n: (B)(4)) found the motor stall was due to gear train corrosion, wear or lubrication anomaly and the shaft-bearing. The top surface of gear wheel 3 had corrosion. There was moisture on the pumphead roller assembly and outside of the motor can. There was wearing on the upper shaft of gear 2.

Event description:
It was reported an alarm was heard and confirmed by telemetry. It was reported the alarm was due to a motor stall that was constant. It was reported the patient was in the ER on the day of report with withdrawal symptoms. It was stated the patient had 2 CT scans on (B)(6) 2014 at 10:30 and (B)(6) 2014 at 10am. It was stated the motor stall occurred on (B)(6) 2014 at 13:39 in the logs with no recovery. It was stated the patient did not have an MRI. The pump was used to deliver morphine. Three days later it was reported the patient had increased pain, was very ¿fidgety,¿ and vomiting. It was noted the cause of the motor stall was unknown. It was reported the patient did not have a CT scan, but they had a nuclear medicine study performed. It was reported the pump was replaced. The following day it was reported the patient was ¿in-house¿ so the health care provider could adjust dosing while the patient was being monitored. The patient status was unknown. Three days later additional information stated the patient recovered without sequela.